Manufacturer narrative:
The report was received via the chinese user facility reporting program; the hospital did not report the issue to dräger directly and did also not involve the local dräger s&s organization into any follow-up measures. No further informationm could be obtained; a case specific evaluation is not possible. The affected device was manufactured in february 2010, i.e. More than 15 years in use, its state of maintenance and actual repair actions are unknown to the manufacturer. The noticed/reported symptom of an unusable (not rotating) rotary knob appears very uncommon and a mechanical problem can only be assumed, but a valid conclusion of a potential root cause can not be given. During the mandatory pre-use device check this rotary knob must also be used and a malfunction should be noticed, so a sudden failure of this part may be related to an unintended impact/force. The case was closed due to insufficient information.

Event description:
It was reported that during use on patient the physician needed to adjust the device parameters, but the knob failed to rotate, i.e. Was unable to change settings. Reportedly the patient was transferred to another ventilator - no injury or serious impairment of patient´s state of health was noticed. The device has no UDI as an UDI was not required at the time the device was manufactured.